Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from twiddler syndrome admitted to the hospital for lead revision. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead had dislodged. The lead was explanted and replaced. The patient was discharged the next day.

Manufacturer narrative:
(B)(4).

Event description:
Correction indicates that the right ventricular lead never exhibited loss of capture but only dislodgement.